Event description:
A patient reported they were unable to receive a reading on their one touch profile meter due to their meter allegedly not powering on. Patient reported they felt light headed. There was no result on their meter as the patient was unable to test. Treatment was not reported. No further information has been reported.